Manufacturer narrative:
H6 annex b, annex c, annex d, annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported surgeon console (sc). Review of the field service notes indicates there was no reported conditions with the sc that required repair. Evaluation of the device data indicates that the error counter and reset counter were mismatched; after arm cart assembly errors, the reset counter failed to ever increment enough to account for all errors. An error code ¿position control prevention; unable to go into teleop¿ was observed. Evaluation of the surgeon console confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the arm cart assembly of the system. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy procedure, after the arm was calibrated, the surgeon console became unable to control the teleoperation. As a result, the surgery was converted to traditional laparoscopic surgery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic right hemicolectomy procedure, after the arm was calibrated, the surgeon console became unable to control the teleoperation. As a result, the surgery was converted to traditional laparoscopic surgery.